Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) replaced the batteries and then performed all calibration, functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse) on the cs300 intra-aortic balloon pump (iabp), the battery runtime test failed. Nothing unusual was identified in the logs. There was no patient involvement, and no adverse event reported.